Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms or moisture damage under the lcd screen, electronic assembly or motor noted. The pump had a cracked case at the display window corner and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 111 mg/dl. The customer stated the insulin pump had gotten wet. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.